Event description:
It was reported that prior to the start of a da vinci-assisted urology surgical procedure, site encountered error 32101. The system was power cycled but the issue persisted. Technical support engineer (tse) had the site check error the error logs and verified error 32101 b=200, c=6 ,p1=0 pointing to the cart drive. Tse suggested the site perform a hard power cycle. The procedure was converted to laparoscopic surgery with no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in the addition ports. The patient tolerated the change well and there were no reported complications. Additionally, there was no injury to the patient associated with this event. The procedure was performed for gastric cancer and right-sided colon cancer.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error and replaced the axes controller platform to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and found to have an electrical/fiberoptic defect leading to error 32101.